Event description:
Customer reported she was hospitalized for low blood glucose.during troubleshooting customer stated that she was connected during manual prime.explained to customer the importance of disconnecting from pump during rewind/manual prime.